Event description:
It was reported that in the emergency room during insertion, the md noticed that the connection between the ars and introducer needle was too loose. As a result, a new kit was opened and used without issue. It is unk if there was a delay, no complications or death reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.